Event description:
While repairing a fractured elbow, two drill bits broke in the bone and could not be retrieved.====================== health professional's impression======================not known====================== manufacturer response for not known, drill bits======================not known yet